Manufacturer narrative:
Correction: initial report stated it is unknown which lead caused the issue. Additional information received indicates, both the octrode leads had high impedances and were explanted and replaced on (B)(6) 2024. Ipg was explanted and replaced electively. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), and batch: a000134690.

Event description:
It was reported that the patient had a fall about a month ago, and as a result was experiencing ineffective therapy. Surgical intervention took place where the system was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.